Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously high accutni result, in the risk stratification range, for one patient that was generated by the access 2 immunoassay system. Accutni was repeated and the result was in normal range. The original erroneous result was reported outside the laboratory, but amended by the repeated result. The customer has not received a report of any injury or change in patient treatment that is associated with this event.

Manufacturer narrative:
The accutni sample was collected in a lihep plasma tube without a gel separator. The sample was a short draw that was moderately hemolyzed. The instrument is performing within the customer's established qc ranges. A field service engineer (fse) was dispatched on (B)(4) 2010 for this event. The fse performed a level sense test, a carryover test and a precision test: all testing resulted within instrument specifications. The fse did not note any hardware issues which would have contributed to this event. Although the sample integrity may have been a contributing factor, a definitive root cause has not been determined to date for this event.